Manufacturer narrative:
(B)(4). Batch # u5ef65. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60d partially fired 1/16 reload partially loaded on the device. Also, the reload was returned broken from the distal end, and due to this condition, the pan was noted partially dislodge. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Due to the condition of the returned reload, it was confirmed by an external cause as improper handling. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic colon cancer surgery, could not fire when severing intestines tissue on the 3rd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.